Manufacturer narrative:
(B)(4). Uncut washer - blemished. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (plastic to plastic), staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a carcinoma of gastric cardia procedure, the surgeon found that most of the tissue were not closed after firing but the donut was intact. The surgeon changed competitor's device to complete the procedure. The patient is fine now. Another like device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: was the procedure done open/laparoscopically? Open. What device was used for the proximal and distal transection? What color reload? Proximal transaction. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) purse string device. Was the spike of the trocar inserted lateral or through the staple line? Unknown. What confirmation did the surgeon receive that the anvil was firmly attached? Unknown. When the device was fired, where was the indicator within the green zone/gap setting scale? Unknown. Was buttressing material utilized? If so, which product? Unknown. Was the instrument fired across or near an existing staple line or clip? Near. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Unknown. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Donut is intact. Did the operation change significantly as a result of the device issue? No. What is the patients age and sex? Male and (B)(6). Did a hcp other than the primary surgeon fire the instrument? If so, whom? Primary surgeon. Was there a recent conversion to ees devices in this account or with this surgeon? Yes. The surgeon changed to competitor's device. Were all of the staples deployed? Were the deployed staples formed correctly? Only part of the staples formed correctly. The rest were malformed.